Manufacturer narrative:
Concomitant medical products: lnq11 monitor, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were low p waves and the atrial sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.